Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s ¿cords¿ were too tight so at the revision on (B)(6) 2014 the healthcare professional (hcp) had tried to loosen them up in her neck but the hcp thought there was too much scar tissue and it had not helped. Patient was told they would assess this again in 3 months from the date of this report and at that time there may be a need to do another surgery to revise them.

Manufacturer narrative:
Product ID 3387s-40, lot# va0bbqp, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0bbqp, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).